Event description:
It was reported the pt's ipg would no longer communicate with her charger or programmer. The physician decided to explant and replace the ipg during a lead revision procedure (reference MFR report: 1627487-2013-01018). The pt reported effective stimulation postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.